Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced a high blood glucose (bg) level of 330 (mg/dl). The customer changed supplies and delivered a bolus. The customer is uncertain as to what caused the high bg. As the customer changed supplies and did not contact tandem technical support at the time of the reported issue, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.